Event description:
Hillrom nurse call system in our emergency department starting having who department errors at around 4pm and again at 6pm. The system went offline and in our pods we had to go to down time procedures. Hillrom tech support was called and said we had a high priority ticket and that ticket was entered in at 6:46pm on (B)(6) 2022. No one from hillrom called us back, an email was sent at midnight. We were able to get a hold of a implementation tech that happened to be here at the hospital, but he was here for something else, and he resolved the issue after some back and forth. Tech support offered no help and have not been responsive to the incident. FDA safety report ID# (B)(4).